Event description:
During a device exchange procedure, increased pacing impedance was observed on the device. After a few attempts to reinsert the lead into the header of the device, the setscrew was unable to connect. The device was then explanted and replaced to resolve the event. The patient is stable with no consequences.